Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that ins recharger antenna was broken. The consumer reported that they tried fixing the antenna wire but was unable to resolve the issue. The consumer reported that they had issue with charging the ins. It was reported that the ins would charge for 4-5 hours, the battery level may go up "5-6%". It was reported that the battery level normally goes up faster. No patient complications have been reported because of this event.

Event description:
Additional information from patient was received. Patient stated received the recharging antenna back. Patient asked if he was supposed to send the broken antenna back, patient services (pss) told patient to discard the damaged equipment. Additional information was received from patient on 2019-jan-07. Patient stated the replacement of the antenna resolve the ins charging too long. No further complication and no symptoms were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.